Event description:
It was reported that while unpacking the device a a piece of hair was found in the packaging. When the rotablator advancer was being unpacked it was found that there was a hair stuck between the device and packaging and was in contact with the product. The product seal was intact and there was no damage to the packaging. The device was not opened onto the sterile field. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
The device was not returned for analysis, therefore product analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4)